Manufacturer narrative:
The investigation was completed on (B)(6) 2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31167635l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a qdot micro ablation catheter experienced cardiac tamponade treated with surgical intervention. Transspetal puncture performed with baylis ts rf needle versa cross and vizigo sheath. During the procedure, anesthesia noticed the patient had a drop in blood pressure while ablating the left pulmonary vein. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The physician felt that the pericardial effusion was stable and visually small so they decided to continue to monitor through ice and try to continue to finish the procedure. Medical intervention provided was a pericardiocentesis but after a while, they decided to send the patient into surgery. Patient currently was stable and improving with hospitalization and anticipation of extubating in 7 days. The physician¿s opinion on the cause of this adverse event was 90w using qmode+ & thinner atrial tissue noted during surgery post complication. Physician states he felt the steam pop, ablation lesion was terminated by generator at 3.55 sec using qmode+ using 90w due to ¿temperature too high¿. Effusion noted on ice. In the generator an impedance increase from ~90phms to 115ohms noted, power titrated to 62w before temp cutoff at 64 degrees. No product malfunctions occurred. Correct settings were on devices. Generator cut of was set for 65 degrees c. Error reported on biosense webster system was ¿stop reason: electrode-temperature too high¿. System cut off ablation at 3.55seconds when the temperature reached the 64 degrees c.